Event description:
It was reproted that the bd nano¿ 2nd gen pen needle cannula broke. The following was translated from japanese to english: this report is about needle np bent. When the label was removed for use, the needle np was bent. 2023/10/2 2 defect samples were returned. Bdj found 1 np needle bent and 1 np needle broken. Pictures for the returned sample are attached. Sample will be sent. Row#2 was added after the actual sample was returned.

Manufacturer narrative:
Investigation summary two open 32g x 4mm pen needle samples and three photos were returned from an unknown lot no., cat. No. 320559. Visual examination was carried out on the returned samples and photos and it was observed that one sample had a bent cannula non patient end and a broken cannula non patient end was observed on the second sample. As all samples returned were open it is not possible to determine root cause.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle cannula broke. The following was translated from japanese to english: this report is about needle np bent. When the label was removed for use, the needle np was bent. (B)(6) 2023 2 defect samples were returned. Bdj found 1 np needle bent and 1 np needle broken. Pictures for the returned sample are attached. Sample will be sent. Row#2 was added after the actual sample was returned.